Event description:
The hospital biomed reported that upon the initial functional test with this unit, they charged and shocked at 30 joules. They then tried it at 50 joules and the unit would not discharge. They tried again at 30 joules and various other settings and the unit would no longer discharge at any setting. They tried a paddle set from another unit and was able to charge and discharge at any setting.